Event description:
The customer stated that the ag-920pa multi-gas unit (used for measurement of anesthetic gas agents, oxygen, or co2 will intermittently stop taking gas measurements. MFR ref#: 8030229-2015-00041.